Event description:
It was reported that the lead exhibited ventricular loss of capture and the patient experienced syncope. The lead also exhibited unstable thresholds. The physician initially reprogrammed the lead and the following day the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.